Event description:
It was reported by the wife of the patient that the patient had medical history of irregular heart flutter and a cardiac catheterization was performed. Following the heart catheterization an angio-seal was used. No other events were reported while the patient was in the hospital and the patient was discharged. Two days post catheterization, the patient experienced a recurrence of heart flutter and went to the hospital emergency room and on a physician exam, a palpable pulsitile mass was detected in the right groin. The patient was without symptoms. A duplex ultrasound revealed a pseudoaneurysm of the right femoral artery and surgical intervention was performed 2 days later.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.